Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. Review of the event history log (ehl) found the battery to have unstable percentage. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the mainboard. As a result, the mainboard and downstream occlusion sensor assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not turn on and made a strange noise. During physical inspection, it was found that the downstream occlusion seal was damaged. There was unknown patient involvement, no patient injury was reported.